Event description:
A report received from the clinical study in a foreign country indicated that a pt experienced a myocardial infarction the following day after implantation of two cypher stents. A procedural complication of distal dissection of the side branch and the main branch of the left anterior descending coronary artery was noted. Pt demographics were not given but the pt was not a previous smoker and had a history of hypercholesterolemia, hypertension, a previous myocardial infarction (q-wave) and a previous percutaneous coronary intervention. Medications at base line included aspirin, ticlopidine, ace inhibitors, serum lipid lowering drugs and beta-blockers. Medications intra procedure included lib iiia inhibitors (bolus and infusion) and 5000 iu of heparin. Target lesion was the first diagonal of the left anterior descending coronary artery (lad). No information regarding the vessel attributes or the lesion characteristics was provided. Both stents were implanted by the crushing technique. For implantation of the first stent in the main branch of the lad, predilatation was conducted with and unknown 2.5x20mm balloon at 12 atm. A cypher 3.0x23mm stent was implanted at 16 atm, and a post dilatation was conducted at 18 atm with an unknown 3.0x20mm balloon. Kissing balloon was also performed with a 3.5 x 15 mm unk balloon at 12 atms. Far a distal dissection, which occurred, an additional 3.0x18mm cypher stent was implanted at 14 atm overlapping the initial cypher. Final percentage of stenosis was zero with a timi flow of 3. The second 2.5x18mm cypher stent was implanted at 14 atm in the first diagonal of the lad. Predilatation was conducted with an unknown 2.5x13mm balloon. Post dilatation was conducted with a 2.5x16mm unknown balloon at 14 atm and kissing balloon was also conducted with a 2.0x15mm unknown balloon at 12 atm. An additional 2.5x13mm cypher was implanted at 14 atm overlapping the initial cypher to treat a distal dissection. Final percentage of stenosis was zero with a timi flow of 3. Intravascular ultrasound was not performed. The following day after the procedure, a myocardial infarction was diagnosed, location unknown. An echocardiogram was not done; however, increased cardiac enzymes were reported. Cpk was 336, ck-mb was 379 and troponin was 105. There was no treatment, the event resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that this is one of four products involved in the same event occurring in the same pt reported under same mfg numbers 9616099-2007-01340, 9616099-2007-01500, 9616099-2007-01501, and 9616099-2007-01502. Also note that, even though the alert date for this event is 2007, product specific information was not available until 07/31/2007. Additional information will be submitted within thirty days upon receipt.